Event description:
It was reported to philips healthcare that after sterilization of the pediatric paddle set, a liquid came out of the pediatric paddle. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.